Event description:
Boston scientific crtd went into safety mode. Safety mode caused device to inhibit pacing and inappropriate shock the patient numerous times. Patient had numerous near syncopal episodes resulting in falls due to device withholding pacing.